Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the wake button was getting stuck on multiple, intermittent occurrences. Reportedly, the customer had missed a few boluses via quick bolus due to the button sticking. Customer¿s blood glucose was not impacted. Reportedly, the customer continued to use the pump for insulin therapy. The customer declined further troubleshooting from tandem technical support regarding this issue.